Event description:
Device issue: clip failed to deploy/clip mislocation. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the clip failed to deploy after the deployment button was depressed. The device was removed and the clip was found in the delivery tube. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). (B)(4). The device was received. Investigation is not complete.